Event description:
The customer reported two cases of endophthalmitis one day post-op following cataract surgery. The customer noted the endophthalmitis presented within 24 hours. The patient was seen by a retina specialist for follow up care. The patient prognosis was noted as good by the surgeon. This report is for one patient; for additional patient see mfg report #: 2028159-2008-00051.

Manufacturer narrative:
Prior to this complaint, the customer had reported events of inflammation. An alcon clinical representative visited the site and identified numerous issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding pre-operative preparation of the patient. Since this visit, it was reported that the facility is now having regular meetings to review the instrument cleaning process and to ensure it is being followed. The customer has made changes to their handpiece cleaning practices, and the clinical coordinator has reviewed the cleaning procedure with the staff. All associates were following the recommended guidelines. Alcon continues to work with this facility to assist in the resolution of these issues. The customer wishes to have another site visit and was provided with the information to contact dr. For the possible site visit. The root cause of the endophthalmitis is unk at this time.